Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a loose connection of the sasi clamp to the saw handpiece. Therefore, the reported condition was confirmed. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the failure mode were found. The issue related to a the loose connection has been escalated to a CAPA. The assignable root cause could not be established.

Event description:
This is report 4 of 4 for the same event. It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw assembly saw interface left (sasi) clamp was loose and not performing the primary function. It was reported that the cut on the tibia could not be made and there was a lot of shutting down and stopping. It was reported that looking at the saw clamp it had no pressure and took little to no pressure to lift it up and not enough force to stay latched. It was also reported that two right and one left sasi clamp seemed to lack the capacity to stay locked properly and could pop loose during surgeries as well, and had the same latching weakness as the left sasi. It was reported that there were no delays in the surgical procedure and the case was successful. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted saw assembly saw interface right devices, (B)(6) 2022. UDI: (B)(4).